Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of jul 2020 through jun 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the radius. Based on the device analysis the final assessment is: a striated opening in the radius assessed as surgical damage.

Event description:
Healthcare professional reported right side "leak in expander inferior mid portion" observed during explant surgery. The device has been explanted.